Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter.. Product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 21-sep-2008, UDI#: (B)(4) ; product ID: 8578, serial/lot #: (B)(4), ubd: 27-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 40mg/ml at 7 .196mg/ml and bupivacaine 30mg/ml at 5mg/ml via an implantable pump. On (B)(6) 2020 it was reported that the managing healthcare provider contacted the company representative to inquire about reasons for possible reservoir volume being grossly more than expected at the time of refill. The patient has a 20ml pump and 15ml and 20ml was withdrawn on two separate occasions at the time of refill. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was they looked at the logs and there were no alarms to suggest a pump issue as the patient¿s pump was replaced (B)(6) 2019. The actions and interventions were taken to resolve the issue was it was suggested that the patient¿s pump be turned down to minimum rate until a cause/further imaging was done or she was set up for a catheter replacement. The issue was not resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.